Event description:
Healthcare professional (hcp) reports a cracked header noted by blood in the dialysate compartment during last 15 mins of the pt treatment. The dialyzer was reused 6 times prior to the reported event. Hcp reports no pt injury or need for medical intervention.